Manufacturer narrative:
G2. Foreign: germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient saw an "out of regulation" message on their handset. The patient was advised to contact their healthcare provider in order to check their system for possible impedance issues. Additional information was received from a manufacturer representative (rep). It was reported that a colleague saw the patient on may 13. The impedances on contact 7 were too high. The device was reprogrammed so that the impacted contact is not used. The issue has been resolved for now. The information has been confirmed / provided by the physician. The provided session reports reported "device below programmed amplitude (oor)", "impedance test: the values of the stimulation poles are outside the permissible range.", and the impedance table showed values of 40,000 ohms for contact 7.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the rep reported that the cause of the high impedance was not determined.